Event description:
During the implantation of zephyr ebvs, the catheter was used. It was noted that one of the smaller sizing wings tore off during the procedure. The wing was removed from the patient. The procedure continued with a new catheter.